Event description:
It was reported that insulin pump alarmed unexpected restart during prime. Customer was unable to complete the prime rewind process. Customer's blood glucose reading was 424 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed prime during prime test, due to faulty force sensor. Insulin pump was unable to perform the rewind, basic occlusion, occlusion, and excessive no delivery test due to prime alarm. No unexpected resetting of the pump or time and date anomaly noted during testing. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case on the display window corner, minor scratches on lcd window, cracked lcd window, scratched reservoir tube window, cracked reservoir tube, and stained address/serial number label.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.